Event description:
Cautery unit dischared current immediately upon hook up of power cable to endo-shears. Endo-shears in contact with bowel unintentionally. Unit continued to discharge after instrument disconnected. Unit discharged during all tests to determine fault in cable vs. Endo-shears. Resulted in electrical burn to patient's colon, requiring bowel wedge resection with a low transverse incision. Equipment inspected by our engineering dept, appears was caused by cable from another manufacturer which malfunctioned.